Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to detach from the delivery system when removed from the patient. Additionally, the physician broke the handle during the procedure. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg using a medela pump. There was no patient or user harm.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. The bravo delivery system was inspected under magnification. Adhesive was noted at the capsule attachment point. The capsule deployment wire was bent indicating the capsule did not cleanly detach. It was reported that the capsule failed to detach from delivery system during use. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.